Event description:
The customer reported that they cannot use the device. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. The unit powered up with dfib power cycle 1000 failure. Troubleshooting was performed and the problem was localized to leaky capacitor c1904 and a defective 8-bit controller u1409.